Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a pt (age & gender unknown) the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.